Event description:
Bone saw would not work. The device was tested prior to use and would not work. The saw is still under contract with stryker and the biomedical engineer sent the saw back to stryker to have it repaired.====================== manufacturer response for bone saw, stryker bone saw======================under contract, the device was sent to the manufacturer to investigate the problem and complete repairs.